Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned for evaluation; however, the evaluation was not yet completed. The investigation is ongoing, and a supplemental report will be submitted if additional information is provided by the user facility.

Event description:
The customer reported to inogen, that the customer's device displayed yellow light alarm and the device was overheated. In turn, the patient fell three times. As a result, the customer went to the hospital wherein the customer was hospitalized. Later, the customer was informed by the doctor that they experienced low oxygen saturation. It was unknown the duration of the hospitalization. Reportedly, the customer had a backup source oxygen but failed to use it. The customer was discharged and was doing better.